Manufacturer narrative:
The product was not returned for evaluation. Hypotension is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the posterior segmental, right lower lobe, anterior basal segmental, lateral basal segmental, medial basal segmental, posterior basal segmental, apical segmental, lingular, and left lower lobe using an indigo system lightning flash aspiration catheter (flash catheter). Following the completion of thrombectomy, the patient reported dizziness and hypotension was reported. The physician provided the patient fluid resuscitation with 500 ml of normal saline in a pressure bag. The episode of hypotension was considered vasovagal, not secondary to blood loss. It was reported that blood transfusion was performed. Hypotension was considered possibly related to the indigo aspiration system and possibly related to the index procedure.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by penumbra clinical team on (B)(6) 2024: 1. Section b. Describe event or problem. Note: the hypotension was considered vasovagal syndrome and was previously adjudicated to be possibly related to the flash catheter. However, on (B)(6) 2024, an update was received indicating that the vasovagal syndrome is unrelated to the flash catheter. Therefore, this event is not considered reportable against the flash catheter. H3 other text : placeholder.

Event description:
The patient underwent a thrombectomy procedure in the posterior segmental, right lower lobe, anterior basal segmental, lateral basal segmental, medial basal segmental, posterior basal segmental, apical segmental, lingular, and left lower lobe using an indigo system lightning flash aspiration catheter (flash catheter). Following the completion of thrombectomy, the patient reported dizziness and hypotension was reported. The physician provided the patient fluid resuscitation with 500 ml of normal saline in a pressure bag. The episode of hypotension was considered vasovagal, not secondary to blood loss. It was reported that blood transfusion was performed. Hypotension was considered possibly related to the indigo aspiration system and possibly related to the index procedure. On (B)(6) 2024, an update was received from the site indicating that the possible relationship of vasovagal syndrome is unrelated to the indigo aspiration system.